Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Implanted date - n/a. Explanted date - n/a. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01799 / 01809).

Event description:
It was reported that during a revision hip procedure approximately six (6) years post-implantation. An incorrectly sized taper adaptor was present at the procedure. A four (4) hour delay resulted as a correctly sized taper adaptor was obtained. The patient was temporarily closed and reopened to complete the procedure.

Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient suffered from pain, tissue destruction, bone destruction, metal wear, metal poisoning and limited daily activities.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.